Manufacturer narrative:
(B)(4). The set came packaged in a biohazard bag. The set was contaminated with blood and solution. A baxter quality engineer evaluated a sample and during a visual inspection no defects were observed. The unit failed the functional test since the set leaked; the reported condition was confirmed. However it is unknown what may have caused this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter quality engineer reported that an extension set that had a leakage by the micron filter. This condition was discovered during service; however since there was blood on the set, a patient was involved. There was no patient injury or medical intervention involved. No additional information is available.